Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead exhibited high capture thresholds. No intervention was performed. The patient condition was stable.